Event description:
This is report 2 of 2. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by diarrhea and cloudy effluent. On the same day as the event, the patient was hospitalized. Three days after hospitalization, the patient was discharged. During hospitalization, the patient was treated with cefepime (125mg/l, with every exchange, route not reported) and vancomycin (20mg/l, with every exchange, route not reported). After two days, cefepime treatment was discontinued and ceftazidime (125mg/l, with every exchange, route not reported) treatment began. The patient was discharged after three days of hospitalization. Ceftazidime and vancomycin treatment was discontinued 7 days after the patient was discharged. The cause of the peritonitis was unknown. At the time of the report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd895532, there were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as complaint (B)(4).